Event description:
It was reported that after a diagnostic percutaneous catherization through a 6f procedural sheath, arteriotomy closure of the common femoral artery was attempted with a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed from the body of the device, there was no suture attached to the needle. The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequela. The physician was reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device confirmed the reported experience. Analysis of the device revealed that the posterior needle-to-cuff miss occurred during the needle deployment as evidenced by the posterior cuff remaining in the posterior foot pocket. There was no needle strike mark observed at the posterior foot, indicating that the posterior needle was deflected away from posterior foot during needle deployment instead of engaged with the posterior cuff inside the posterior foot pocket as intended. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the needle plunger was removed from the device, the link was held on one end by the posterior cuff in the posterior foot pocket while being pulled on the other end by the withdrawal of the needle plunger. This resulted in the anterior cuff detaching from the anterior needle as indicated by bent and flattened anterior cuff tabs. The posterior needle-to-cuff miss and subsequent anterior cuff-to-needle tip detachment would result in a failure to retrieve the suture. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. Possible contributing factors for needle deflection that resulted in the posterior needle-to-cuff miss and subsequent anterior cuff-to-needle tip detachment included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. During testing, a proxy needle plunger was inserted resulting in acceptable needle trajectory and push mandrel travel, which met the manufacturing criteria. Additionally, the needle trajectory of every device is checked twice during manufacturing to ensure proper needle trajectory. Although, there were no challenging anatomical conditions reported or definitive evidence in the evaluation of the returned device to suggest incorrect deployment technique, based on the successful test of the devices needle trajectory, the probable cause for the posterior cuff miss and subsequent anterior cuff-to-needle tip detachment is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality deficiency was detected as a result of this investigation. Review of the lot history record for the reported lot did not reveal any nonconforming material records associated with this lot. A query of the complaint database for this lot revealed no indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. A follow-up will be submitted with all additional relevant information.